Manufacturer narrative:
(B)(4): investigation revealed the audio bolus button responded as expected. There was no physical damage to the button. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button had been difficult to press and required multiple presses to elicit a response. The patient denied holes or tears in the keypad and denied trauma to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.